Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 186.5 mcg/day) via an implantable infusion pump. The indication for use noted as intractable spasticity and head/brain injury. It was reported there was an alarm with an alarm date of 2015 (B)(6) but the alarm was never audible. The patient was seen at the clinic on 2015 (B)(6). The date was missed and discovered when the new group home called the clinic to inquire about the patient's pump management. The patient did not appear to have gone through withdrawal. The alarm began sounding when the pump was interrogated in the clinic on the date of this report. The group home manager was present and confirmed that there was no previous alarm sounding. It was further reported that the logs were read and it stated a low reservoir alarm occurred on 2015 (B)(6) and an empty reservoir occurred on 2015 (B)(6). The healthcare provider (hcp) removed 0.5 ml from the pump. Additional information received reported the patient did not make a follow-up appointment after the 2014 (B)(6) refill. The patient did not call the office for a refill appointment until 2015 (B)(6). The clinic had appointments available that week but the patient made an appointment for 2015 (B)(6). The pump was accessed with difficulty at the refill. The pump was refilled and programmed to have a new alarm date one year out, but the patient would need to return for a refill in six months by 2016 (B)(6). No further information was provided. If additional information is received, a follow-up report will be sent.